Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient's daughter reported that "there have been a lot of cognitive changes in my father since he had his device changed out". Follow-up was completed, where doctor's office was contacted and no appointments were scheduled and daughter had not contacted office about her concern. The device remains in use. No patient complications have been reported as a result of this event.